Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the complaint could not be replicated or confirmed. No device problem could be found.

Event description:
The initial reporter stated that the administration set free flowed after it was connected to the pump. Mmdg followed up with the initial reporter, who stated that this had occurred during set up, and that there was no patient involved in the event. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned, no investigation could be performed and mmdg is not able to confirm the complaint.

Event description:
The initial reporter stated that the administration set free flowed after it was connected to the pump. Mmdg followed up with the initial reporter, who stated that this had occurred during set up, and that there was no patient involved in the event. (B)(4).